Event description:
It was reported that the infusion set was leaking at the headset and the patient finds the self-adhesive of the infusion set to be wet. No adverse event was reported. The infusion set was discarded and will not be returned for evaluation.

Manufacturer narrative:
The event occurred in (B)(6). Product was discarded.